Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a smooth, curved opening with leakage at the port tubing stainless steel connector consistent with wear and tear. Analysis noted a striated break in the port tubing consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Physician reported patient presented heartburn and reflux. During visit, physician could only remove 0.8 cc of fluid. A subsequent egd revealed a leak in device tubing. Port was removed and replaced.

Event description:
Physician reported pt presented heartburn and reflux. During visit, physician could only remove 0.8 cc of fluid. A subsequent egd revealed a leak in device tubing. Port was removed and replaced.

Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the prod for analysis. The device has not yet been rec'd by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not rec'd the prod at this time. Therefore no analysis or testing has been done. Reflux and heartburn and surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."